Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that the pt expired and was declared brain dead after a ischemic bowel and multi-system organ failure (msof). The vc does not believe this event was device related. The pt had a complete bowel obstruction and had gone to the operating room (or) 3 times on multiple vasopressors, continuous renal replacement therapy (crrt), and was in msof. The pt had long periods of low flow due to profound shock. The pt's death was not device related to the waveforms will be sent next time they are uploaded. The autopsy report will not be available for about 6 months.